Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated they had to disconnect the final bag and connect to the supply line which compromised the sterile pathway. The patient was connected and the hc filled her. The patient was advised baxter does not recommended the hp disconnect the bags and reconnect the bags. The patient was advised baxter would recommended adding a bag to a line that was not being used or ending the therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6)-2011. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.